Manufacturer narrative:
An event of pericardial effusion was reported. It was indicated that post-implant, the effusion appeared larger and was subsequently drained with about 750 cc of blood removed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It is possible that it was related to the procedure. However, this cannot be confirmed. Based on all available information, a cause for the reported pericardial effusion could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet steerable delivery sheath and a non-abbott catheter. The transseptal puncture (tsp) was inferior/mid, however the sheath could not be positioned, and a second tsp was performed at the mid/mid location. Heparin was administered during procedure. A baseline effusion was noted when the intracardiac echocardiography (ice) catheter entered the patient. The amulet was successfully implanted. However, post-implant, the effusion appeared larger and was subsequently drained with about 750cc of blood removed. The physician believed that the ice catheter caused the effusion to grow larger. Cardiac tamponade was not present. The patient was reported to be recovering.